Manufacturer narrative:
(B)(4)

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm12.1 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to a refractive surprise. The icl was exchanged for another vicm12.1 model lens but different diopter which resolved the problem. The patient's bcva was 20/20.

Manufacturer narrative:
Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found pieces of both haptics torn off. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length, width and diopter power were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, the root cause of this event may be due to inaccurate determination of preoperative refraction. (B)(4).